Manufacturer narrative:
Batch review performed on 02 oct 2025: lot 2463036: (B)(4) items manufactured and released on 24-oct-2024. Expiration date: 2029-oct-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Visual inspection performed by r&d project manager: the screw is compliant. Root cause is not connected to the implant. Although no specific root cause can be confirmed, the issue experienced is likely related to the unique patient conditions and surgical application. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Spinal fixation was scheduled to be performed at l3-l5. During the first step, the surgeon tried to insert the pedicle screw at l3, but the bone cracked. The fixation range was changed to l4-l5, only decompression was performed at l3. Note: the screw causing the bone fracture wasn't finally implanted.